Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician performed the transseptal puncture and then inserted the was. The was positioned in the laa of the patient and the procedure was continued. The physician inserted the ice catheter and positioned it at a mid-atrial position. At this time a large thrombus was noted to be present in the laa. The physician decided to end the procedure and removed all devices from the patient. The physician plans to keep the patient on anticoagulation medication. The patient did not experience any complications or consequences as a result of this event.